Event description:
It was reported stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. Following pre-dilatation with a non-boston scientific (bsc) balloon catheter leaving 40% residual stenosis and intravascular ultrasound (ivus), a 3.50 x 32mm synergy xd drug eluting stent was advanced; however, the device failed to cross the lesion and the tip of the stent was found to be lifted. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).